Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause for the reported low bg was not provided. Customer consumed apple juice and a protein bar to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.